Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on the right atrial (ra) lead and the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.